Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the mildly tortuous and moderately calcified proximal left anterior descending artery. A 28 x 3.50 promus premier drug-eluting stent was advanced to treat the lesion. However, during the procedure, the stent failed to cross the lesion. The device was removed from the patient's body and deformation of the stent strut was noted. The procedure was completed with a different device. No patient complications were reported and the patient was fully recovered.

Manufacturer narrative:
(E1) initial reporter facility name: (B)(6). A2: age at time of event: 59 years old. Device evaluated by MFR.: a promus premier ous mr 28 x 3.50mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of distal stent damage with struts lifted. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis. The reported event of stent damage could not be confirmed by the short recording provided. The reported difficulty crossing the lesion can be confirmed as it appears that the device met with a restriction within the vessel. The condition of the vessel could not be visualised as a contrast shot was not shown in the recording, however as the device is advanced forward into the vessel, the guidecatheter can be seen moving forward also. This indicates that there was a constraint at that point in the vessel.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the mildly tortuous and moderately calcified proximal left anterior descending artery. A 28 x 3.50 promus premier drug-eluting stent was advanced to treat the lesion. However, during the procedure, the stent failed to cross the lesion. The device was removed from the patient's body and deformation of the stent strut was noted. The procedure was completed with a different device. No patient complications were reported and the patient was fully recovered.